Event description:
It was reported that during a follow up, noise was observed on the ventricular channel. Physician decided to replace the lead. During the procedure, externalized conductors were noted. Due to patient's anatomy, physician was not able to implant a new lead. The device was reprogrammed. The patient was transferred to another hospital for extraction; however patient was not willing to have procedure at this time.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.